Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, gong alerts) has been confirmed. Upon investigation the monitor unable to recognize ecgs and therapy electrodes. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the black pulse wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing gong alerts and that the monitor case was damaged.